Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ¿pump stopped working." No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of the allegation of an ¿unspecified¿ pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2016 with the following findings: the pump powered on with a blank display. A visual inspection of the pump showed was a crack in the battery compartment. The pump was opened and the display screen was found to be cracked. Further testing was not able to be performed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.